Event description:
It was reported that the patient had no stimulation sensation which started the morning of the report. The patient wanted to have expedited shipping for her lost implantable neurostimulator recharger (insr) so she could charge her implantable neurostimulator (ins) as soon as possible because the battery was dead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).